Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the clinical engineer that the pt was found by his wife, face down on the floor with the system controller alarming. It was reported that the pump stopped at some time during the event. It is unclear as to when this reported pump stop occurred. The pt's wife had no idea as to how long the alarm had been going before finding her husband. She attempted to change the batteries, but the alarm continued. She noted an unusual clicking sound coming from the pump. The paramedics were called and the pt was transported to the local ER, where the pt was announced to have expired.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. Preliminary pump analysis and functional testing have found no function issues to date. No further info is available at this time.